Manufacturer narrative:
Photos were received and reviewed by the distributor. (Serial number on product was illegible). Screw is missing so it appears product was not maintained. No product defect was observed. Product is a distributed product. Distributor has been notified.

Event description:
The petition alleges, the transporter at hospital improperly used the rollator to transport the consumer within the hospital, resulting in the consumer falling and striking her head on the ground.